Manufacturer narrative:
This is one of three products being reported for the same event. Please reference manufacturing reports #: 3003742446-2007-00012, 3003742446-2007-00013, and 3003742446-2007-00014.

Event description:
The following report was received from the clinical trial: six months post index procedure, a follow-up angiogram was performed. The core lab identified a stent fracture on the angiogram, but was unable to pinpoint which of the three cypher sirolimus-eluting coronary stents implanted during the index procedure was fractured. The research physician reviewed the angiogram and was unable to see the fracture at all. The angiogram also showed 25% luminal narrowing at the target lesion, however, revascularization was not performed.